Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission for a non-sustained lead noise episode. The alert was triggered by post-paced t-wave oversensing. The device was reprogrammed and further programming changes were planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.